Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. Troubleshooting was performed, and the buttons were responding intermittently. The battery was removed for five minutes and the buttons responded. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was received with intermittent button response due to moisture damage to keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.